Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The reported problem was not confirmed by the service center. The left and right lexan covers were discovered cracked. The tips worn out. Possible root cause for the user to experience the reported failure could be due to fair wear and tear of device components as the device is approximately 16 years old and could¿ve seen heavy use in the field. This serialized device was manufactured prior to (B)(4), therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). Associated medwatch; [mr# 1221934-2018-50623] [mr# 1221934-2018-50625].

Event description:
It was reported by the biomed that during an unknown procedure, the pump was working on and off when activated by the foot pedal. Both need to be checked. The procedure has been finish with those same devices, no harm to the patient. The device is not available for investigation after multiple attempts made.